Manufacturer narrative:
The device was returned and an investigation has been initiated.

Event description:
The patient's son reported that the unit was not producing air and needs service, as his mother's oxygen level was only at 70% with the inogen g5. He noticed visible dust on the columns and mentioned that the columns haven't been replaced. As a result of not receiving enough oxygen from the unit, the patient had to go to the hospital.